Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2022-01176. It was reported that during implant that the left ventricular lead and implantable cardioverter defibrillator (ICD) was found default. The lead and ICD were not used. There were no patient consequences.

Manufacturer narrative:
The reported event was the lead was returned for unspecified issues. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.